Manufacturer narrative:
The cannula was reported to be dislodged from the infusion site. The returned device was evaluated and no damages or defects were observed that would cause the cannula to dislodge. The exact cause of the reported event could not be determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 300 mg/dl while wearing the pod between 4 and 24 hours. The cannula dislodged from the infusion site (abdomen). As treatment for hyperglycemia, water was consumed and a new pod was applied.